Event description:
It was reported that during a da vinci-assisted pyloroplasty surgical procedure, there were recoverable 32097 faults on universal surgical manipulator (usm) 4. Customer stated that the system was power cycled, but faults were still present. Site was able to continue using the usm but would like issue addressed. Customer called back and stated the error continued to persist. Error was not currently persisting. The intuitive surgical, inc. (Isi) technical support engineer (tse) walked customer through recover fault or disable arm which caller will discuss with surgeon should error persist. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reported issue occurred during the procedure following port placement. The system was checked for functionality upon powering on and it was confirmed that the system initially powered on without presented errors. Technical support was contacted during the incident and full troubleshooting was completed; however, the procedure was ultimately completed robotically with the surgeon disabling/discontinuing use of usm 4. The reported issue was later resolved with replacement of system usm 4.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed by fa. System logs recorded error 1126 and 32097. The usm was tested on an in-house system in normal mode where it confirmed and replicated error 1126. The usm was tested on a patient side cart fixture test platform (pftp) where it failed multiple tests. New components were installed, and the error went away. The original components were re-installed, and the errors came back.